Event description:
While the physician was attempting to forcibly pass the device through the "touhy," the shaft broke in two places. The break took place where the wire exits the catheter about 10 inches proximal to the bend and 5 more inches proximal. The device never entered the pt, therefore there is no adverse event to the pt. The target lesion was the moderately calcified, 99% stenosed proximal diagonal 1 (d1). The anatomy was moderately tortuous. The physician was not able to cross the target lesion with any other device. The pt did receive ptca treatment on a different vessel the next day.